Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) results from a single patient sample that were generated by the access 2 instrument. The accu tnl result was 0.92ng/ml. The accu tnl result was reported out of the lab. The customer re-spun the patient sample and then re-tested (in triplicate) for accu tnl. The repeated accu tnl results were: 0.78ng/ml, 0.04ng/ml, and 0.02ng/ml. The customer did not receive any report of death or patient injury attributed to or connected with this event.